Event description:
It was reported that the wrong product size in the package. Label is no8.5 but the product in the package is no7.5.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.